Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that there was a failure of product. The following information was provided by the initial reporter: the customer's report is that the tubing was cut.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes; d9: returned to manufacturer on: 19-jun-2023. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for cut tubing was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode cut tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that there was a failure of product. The following information was provided by the initial reporter: the customer's report is that the tubing was cut.

Manufacturer narrative:
D.3 common device name: blood specimen collection device; intravascular administration set. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.